Event description:
It was reported via clinic notes that vns pt's generator settings were reduced to conserve battery life; however, pt started having more seizures. The neurologist increased pt's settings but pt was not able to tolerate the settings. So the physician reduced the output current to 2ma but increased the frequency to 30hz. Both normal and system mode diagnostics were within normal limit.